Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. Upon investigation the cable connecting the distribution node (dn) to the rear therapy electrodes was pulled from the strain relief, breaking solder joint connecting rear pulse wires to dn and damaging gel fire wires in the cable. The root cause for the strained cable was excessive force. No adverse event resulted from the defective electrode belt.

Event description:
During investigation into an unrelated event, a device malfunction was found. Electrode belt sn (B)(4) failed incoming functionality testing.